Manufacturer narrative:
The authorized service provider (asp) replaced the power supply and verified that the issue was resolved. The investigation concludes that no further action is required at this time.

Event description:
Philips received a complaint by the customer on the v60 indicating that there was a power supply failure. At this time, it is unknown if there was patient involvement at the time the issue was discovered; however, there was no reported harm to the patient or user. The customer called technical support to report that there was a power supply failure. A service quote for repair was sent to the customer for approval. The investigation is ongoing.

Manufacturer narrative:
The customer called technical support to report that there was a power supply failure. A service quote for bench repair was sent to the customer for approval, and the customer accepted. Per good faith effort (gfe) response, the service engineer stated that a component shorted in the power supply.